Event description:
On 2/8/94, dr did a two level cervical fusion on rptr using his "carbon cages". To this day rptr has had serious and constant pain involving his neck, head, shoulders, arms, upper back, and legs. Rptr believes dr discovered severe osteoporosis during surgery and has hoped rptr would just go away ever since. Therefore, rptr believes he has not included rptr in any studies, has not done any follow up, and has hidden him from the FDA.